Event description:
It was reported that an atrial lead warning occurred on the same day as the patient's aortic valve replacement. High impedances were noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.